Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit out-of-range pace impedance greater than 2,000 ohms in association with the implantable cardioverter defibrillator (ICD) as well as noise oversensing. The noise was able to be reproduced through isometric pocket manipulations and when the patient raised their arm above shoulder height. The physician planned to monitor the issue closely and no surgical intervention is planned at this time. There was no report of adverse patient effect, such as asystole.

Manufacturer narrative:
Most recently, this rv lead was removed from service for the issue and the associated ICD was removed for normal battery depletion. The rv lead was surgically abandoned. No further information is expected.